Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker united kingdom. Investigation summary: lens are not cloudy all three scopes have got burnt marks on the distal glass there are visible cracks and chips on the distal tips sharp and rough edges exist qip: 0082 exchange / replacement required- yes passed to RMA probable root cause: laser welding seal failure distal/proximal window solder failure damage to optical train damage to needle damage to distal or proximal windows moisture intrusion end of life wear-out environmental disturbance: endoscope colder than dew point environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only) use error the reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.